Event description:
It was reported that the patient had the inflatable penile prosthesis revised as the device was malpositioned and not at mid glans. The device was repositioned. No components were explanted or replaced. No patient complications were reported.